Event description:
Related manufacturer reference number: 2017865-2021-15046 during an in clinic follow-up noise resulting in oversensing was observed on the right ventricular (rv) lead and pacemaker. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.